Event description:
It was reported that a new user to the ilet device experienced hyperglycemia after a larger-than-usual meal shortly after starting pump use; they initially allowed the algorithm to correct the glucose and subsequently disconnected to administer a subcutaneous injection outside the pump before reconnecting. Investigation of this case revealed no device malfunction reported and user-managed correction with successful resolution that included user education and troubleshooting over the phone. No clinical symptoms associated with elevated blood glucose reported. Outcomes included return to glucose range following the outside injection, with no injury, no emergency treatment. It was concluded that the event was consistent with hyperglycemia with an unclear cause, likely related to meal size and early adaptation to therapy rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.